Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's new healthcare provider (hcp) would like them to have the implant adjusted/updated as it should be every 6 months. The patient stated that they were unsure who to call. The patient noticed that their therapy was not working like it was. The patient was redirected to their hcp to address the stimulation not helping like it was as of a few weeks ago. The patient provided the number for the national answering service for the hcp office to call. No device allegations were made. Additional information was received on (B)(6), 2018, from a manufacturer representative (rep). They reported the patient's back pain had not improved. It was noted the patient never had their device interrogated and they had fallen twice on their back. The rep met with the patient on (B)(6), 2018 and did an impedance check. They found multiple electrodes out of range. They performed reprogramming, which included adding two new programs, which resolved the reported issues. No further complications were reported or anticipated.